Event description:
It was reported that the customer may have accidentally triggered the scroll wrap feature twice. The customer's husband stated that the customer was perfectly fine but requested replacement of the device for one without the scroll wrap feature for safe measure. The blood glucose reading was not provided. The caller noted that on (B)(6) 2015 there may have also been a possible infusion set occlusion, which triggered the insulin pump to alarm no delivery. The blood glucose reading at the time of the no delivery alarm was 149 mg/dl. He reported that the alarm was resolved by a complete set change and wished to return the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.